Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The malfunction alarm was cleared and insulin delivery was able to be resumed. Customer reported a blood glucose (bg) level of 276 (mg/dl). Customer stated that they had recently eaten a large dinner. Multiple unsuccessful attempts were made by tandem technical support to obtain additional information.